Manufacturer narrative:
Product received for evaluation. Awaiting evaluation results. Process improvements implemented to prevent sepration of sole from boot.

Event description:
Reported incident of sole separating from boot. No report of injury involved with this incident.